Manufacturer narrative:
No sample has been returned for evaluation for the report of trouble inserting into trocar; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitreoretinal procedure the surgeon was having trouble inserting the cannula into the trocar cannula. The surgeon cuts the soft tip down so that it's shorter and easier to insert. The procedure was completed as planned. Patient impact was not reported. Additional information has been requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).